Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The rep reported that there was a power on reset (por) error code. The rep reported that it was unknown what type of por it was. The rep reported that they weren't able to bypass the por screen on the recharger. The rep reported that she attempted to press the ¿audio¿ key but that didn't bypass. The rep reported that they would call back the patient to confirm. The rep called back in with the patient on the line and it was reported that the patient programmer wouldn't connect because the patient¿s battery needed to be charged. The patient was charging with 8 coupling boxes and the first (B)(4) was being charged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient called the rep to report the por. The cause of the por was that the patient's battery was dead and they had recharged overnight. The por was cleared on (B)(6). No further complications were reported or anticipated.